Manufacturer narrative:
A review of complaint data indicated there were no other similar issues against the reaction buffer concentrate (10x) product. There is no developing trend for this customer allegation. A review of batch records showed that the product was compliant with all quality criteria at the time of release. A review of product quality showed that the product is currently in a state of control and no statistical process control rules have been triggered since the batch was released. A review of manufacturing operating procedures showed that handling of rejected bottles due to label errors is a manual process, so human error can not be ruled out. A systemic product problem has not been identified. There is no indication that patient care or end-user safety was compromised.

Event description:
The initial reporter stated there was an issue with a shipment of reaction buffer concentrate (10x) as one of the bottles was missing a label that identifies the product, the lot number, and the expiration date. Only one bottle was missing the label, whereas all others in the shipment had labels present. The customer did not use the reagent and set it aside.